Event description:
The manufacturing representative reported that there was an alleged overdischarge. The device was explanted due to reasons not related to device or therapy. Communication could not be established with either the patient programmer, implantable neurostimulator recharger (insr), or clinician programmer. The reason that recharging was not maintained was due to an unrelated medical issue. The patient had other medical and mental issues preventing the patient to be responsible for device management. The device was explanted and the manufacturing representative was trying to communicate with the explanted device but kept getting a power on reset (por) and when she interrogated the implantable neurostimulator (ins) with the clinician programmer showed that the battery was discharged. No medical symptoms were reported. Relevant medical history included: lumbar radiculopathy, spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.